Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. Unable to verify battery out limit alarm due to blank display. Device received with corroded battery cap contact. Device received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device had a blank display. Customer's blood glucose was 145 mg/dl. After troubleshooting, display did not return. Customer agreed to return the device for analysis.